Event description:
Pt reported that there is moisture in his device. Pt dried out moisture and continued using the device, but then more moisture appeared. Pt is not sure how moisture got into device. Pt stated that the last time he primed the device he had to do so twice to get insulin to flow from the infusion set tubing. No error messages were generated by the device. Pt's blood glucose was not affected, and no treatment was received.